Event description:
A repeat episode occurred for the same patient when receiving another routine hemofiltration treatment on the day of the event using the lifemate hemofiltration system. Approximately 54 minutes remaining in the treatment, the patient developed chills and fever. At the onset of the symptoms patient's temperature was 96.6f, then escalated to greater than 102f. Patient self administered tylenol, terminated treatment and rinsed-back blood. At the end of the treatment, patient felt a burning in patient's stomach and had spontanous diarrhea. Patient then went to the emergency room and was admitted into the hospital for 24 hours observation. Blood cultures were drawn and patient was given IV vancomycin and some type of floxin. Patient was also noted as being hypotensive. The patient was treated with hemodialysis and discharged from the hospital two days later. Six days after discharge, it was reported that the patient is off of hemofiltration and is receiving hemodialysis. Diagnosis of this event is endotoxemia.